Event description:
During an open heart procedure, the foot of the stabilizer allegedly caused an abrasion on the heart. The pt is reported to have recovered normally without any add'l complications or side effects.